Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a touchscreen issue, two functions did not work. The touchscreen responded in service mode but not in patient mode. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is not reporting any damage or residue on the touchscreen. Biomed has completed multiple touchscreen calibrations but is unresponsive near the top. The rse provided parts ID and pricing for a touchscreen to resolve reported issue.